Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be patient condition because the patient became very hypertensive causing the bleed and bleeding was resolved after the blood pressure was in range again. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26442 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. E.1 name prefix/title, first name and last name are unknown. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient experienced some bleeding / oozing from their access site during impella cp support. It was documented that when the patient became hypotensive, their access site started to bleed extensively. Upon returning to a stable blood pressure, the bleeding resolved and both the position and access site were checked by the cardiologists. One unit of packed red blood cells was given to the patient to help treat the condition. Support continued uninterrupted.